Event description:
The balloon burst during hand inflation in the femoral artery, which was described as calcified. The procedure was successfully completed with another opta pro balloon. There was no report of pt injury. As per the reporting affiliate, no add'l procedural info is available. The product is available for eval and testing; however, it has not been receive to date. Add'l info will be submitted within 30 days of receipt.